Manufacturer narrative:
Terumo destination, coyote balloons, abbott .014 command wire and 7f cordis sheath. As reported, a pseudoaneurysm due to a delayed bleeding complication occurred a day later after deployment of a 6f-7f mynx control vascular closure device (vcd), with a 7f brite tip sheath introducer and a non-cordis sheath. It was treated in an unknown manner. At the time the device was deployed there was no bleeding detected and the deployment seemed to function appropriately, including the sheath. The cordis sheath was the diagnostic sheath and the non-cordis sheath was the interventional sheath. The mynx device was used in an interventional procedure. Non-cordis wires, balloons and guiding sheath were used. The mynx control device was stored per labelling and opened in sterile field. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. There was a diagnostic performed before the intervention. A procedural sheath that was greater than 7f was not used. There were no multiple stick attempts made before intravascular access was achieved. The patient did not develop a hematoma immediately after the sealant was deployed. The puncture site was located above the most inferior border of the inferior epigastric artery (iea). There was no posterior wall puncture. The patient fully recovered, and the hospitalization was not extended as a result of the event. He product was not returned for analysis. A product history record (phr) review of lot f2012003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the information provided of the event, it is not possible to determine the clinical relationship between the devices and the pseudoaneurysm reported. However, patient and procedural factors are possible. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. According to the instructions for use, which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, is a well-known potential complication. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products associated with the reported event and the report number is the second report is 9616099-2020-03814.

Event description:
A pseudoaneurysm due to a delayed bleeding complication occurred a day later after deployment of a 6f-7f mynx control vascular closure device (vcd), with a 7f brite tip sheath introducer and a non-cordis sheath. It was treated in an unknown manner. At the time the device was deployed there was no bleeding detected and the deployment seemed to function appropriately, including the sheath. The cordis sheath was the diagnostic sheath and the non-cordis sheath was the interventional sheath. The patient fully recovered and the hospitalization was not extended as a result of the event. The devices will not be returned for analysis as they were discarded after the procedure. The mynx device was used in an interventional procedure. Non-cordis wires, balloons and guiding sheath were used. The mynx control device was stored per labelling and opened in sterile field. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. There was a diagnostic performed before the intervention. A procedural sheath that is greater than 7f was not used. There were no multiple stick attempts made before intravascular access was achieved. The patient did not develop a hematoma immediately after the sealant was deployed. The puncture site was located above the most inferior border of the inferior epigastric artery (iea). There was no posterior wall puncture.